Event description:
Lap chole - "clips were fired had a v shape. Customer is experienced and uses applier for more than 2 years. This is the third event in 3 weeks. Customer has concerns. Clips applier was used in a correct manner, no strange anatomic structures."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.